Event description:
Information was received indicating that this ambulatory infusion pump failed flow testing. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was received for investigation. A visual inspection found no physical damage on the device. The delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. A root cause for the delivery accuracy issues could not be determined.